Manufacturer narrative:
Pump passed self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarms noted. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no missing segments or partial display noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 452mg/dl and the pump alarmed no delivery. Customer also indicated that the pump has a blank display. Troubleshooting found that the pump self test did not pass and the alarm could not be cleared after a new battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was advised on proper insertion technique and to return the infusion set for analysis. High blood glucose troubleshooting could not be done as the display was blank.